Manufacturer narrative:
Analysis of the fiber revealed charring of the heat shrink at the proximal end of the fiber, a connector which had been removed from the proximal end of the fiber, and a ferrule that was missing from the sma pin. These symptoms indicate that the fiber was likely fired when energy was not being focused down the core of the fiber, attributing to the fiber connector failure. It was confirmed that the fiber connector issue happened sometime after customer use since all fibers are functionally tested during manufacturing which includes power output testing. The fiber rfid scan indicated that the fiber was 100% tested and functional during routine production testing at dmta on (B)(6) 15. A few possible causes to the energy not being focused down the core of the fiber include: the fiber was fired on a misaligned / out of focus laser, the fiber connector was subjected to a physical/mechanical shock, the fiber was inadvertently pulled with a force that caused the proximal end face of the fiber to become recessed, thus changing the focus of the energy on the end face and attributing to the fiber connector failure. Likely no fault with the fiber. The fiber likely failed due to user mishandling. This event occured in (B)(6).

Event description:
The fiber burnt by the first turn on.